Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Patient 1 initial bild2 (direct bilirubin) result was 0.714 mg/dl and the repeat result was 0.0922 mg/dl. Patient 2 initial gluc3 (glucose) result was 5.72 mg/dl and the repeat result was 85.5 mg/dl. The questionable results were not reported outside of the laboratory. The direct bilirubin reagent lot number was 63837501 with an expiration date of 31-aug-2023. The glucose reagent lot number was 61404201 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data were acceptable, therefore a general reagent issue could be excluded. The alarm trace showed several abnormal aspiration and clot alarms. Therefore, the issue was consistent with a hardware/maintenance issue, and also with a sample quality (preanalytic) issue.